Event description:
As reported, the autopulse platform (sn (B)(6) displayed a 'system error, out of service, revert to manual CPR' error message". It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the processor board (pca) failure, likely due to failed component(s). During visual inspection, no physical damage was observed. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout), thus confirming the customer's complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, thus confirming the customer's complaint. The processor pca assembly needs to be replaced to address the system error. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).